Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Our country rep in (B)(4) received a report from a vns surgeon/hosp who had a pt's explanted product to return. The pt had surgery on (B)(6) for full revision related to a lead break. Reported as broken lead spins, likely electrode body. It is unk if the pt had any fall or injury preceding the event. The explanted product was returned for product analysis. A section of the lead assembly was returned for analysis in one piece with the lead connector still attached to the pulse generator. Prior to decontamination, continuity measurements taken between the setscrew and the end of the lead portion attached to the pulse generator ("as received") verified that proper electrical contact between the setscrew and the lead pin was present. Setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed. A coil break occurred in both the positive and negative lead coils was noted. Located at approx 2.9 cm past the electrode bifurcation. Visual analysis of the positive coil indicates a stress-induced fracture (fatigue) occurred in at least one of the strands of the quadfilar coil. However, due to mechanical distortion (smoothed surfaces), the fracture mechanism of the other strands cannot be determined. Visual analysis of the negative coil show that pitting or electro-etching conditions occurred at the coil end. However, due to metal dissolution, the fracture mechanism of the negative coil cannot be determined. The lead assembly has remnants of what appear to be body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was identified other than the identified cut openings and the cut end of the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified within returned lead portions.